Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during an inspection of a field return, a warehouse discovered a polaris dorsal height adjuster with a twisted tip. The hospital did not provide patient or surgical information.

Event description:
It was reported that during an inspection of a field return, a warehouse discovered a polaris dorsal height adjuster with a twisted tip. The sales rep later reported that the height adjuster was damaged while pedicle screws were being ablated in a scoliosis case where correction had occurred and there was no patient impact.

Manufacturer narrative:
Corrections in b5, d4: lot number, d9, g1, h3, and h6: patient and impact codes. Additional information in d4: UDI number, and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is deformed/twisted. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during an inspection of a field return, a warehouse discovered a polaris dorsal height adjuster with a twisted tip. The sales rep later reported that the height adjuster was damaged while pedicle screws were being ablated in a scoliosis case where correction had occurred and there was no patient impact.